Event description:
Customer reports that it is sometimes difficult to attach the cannula to the syringe, causing a loose connection. This report is not associated with a specific pt or event. No pt injury has been reported.

Manufacturer narrative:
The lot numbers of the device was not recorded by the user facility; therefore, a lot history review could not be performed. This event is performing within the anticipated severity and occurrence levels as defined per the risk analysis documentation. An investigation into this event has been opened to evaluate potential product and/or instructional improvements.